Manufacturer narrative:
Device evaluation: the device related to the reported events rupture and capsular contracture was received on may 08,2025, with lot number 1711498. Based on the product analysis performed, the assessments of the complaint codes are: rupture: observed an broken assessed as fold flaw opening and missing assessed as inconclusive. Capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure crease and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side extra-capsular rupture confirmed via mammogram and MRI and capsular contracture baker grade IV. Device has been explanted and replaced with a non-abbvie device.

Event description:
Healthcare professional reported left side extra-capsular rupture confirmed via mammogram and MRI and capsular contracture baker grade IV. Device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
E1. Phone number continued: (B)(6). E1. Fax number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade IV.